Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited capture anomaly due to dislodgment a few years ago. The physician elected to take no action at that time. The lead was capped during routine device change out procedure on (B)(6) 2016. No patient symptoms were reported.